Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos (real time operating system) cpu assembly was evaluated and ordered for replacement by the customer. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.